Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a radiofrequency ablation procedure, the generator screen was blank when powered up and the procedure was cancelled. The generator was powered on and off several times, and multiple outlets were tried, but the issue remained. The procedure was abandoned due to the issue with no adverse patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation at tech center. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. An external monitor was connected to the generator and the menu application was displayed. The upper assembly was temporarily replaced with a known-good unit and functionality was restored. Further inspection included a successful functional test as target temperatures were reached while consistent impedance and voltage readings were observed. The root cause was isolated to the display on the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause was isolated to the display on the upper assembly.